Event description:
The lens did not implant correctly into the pt's eye. The surgeon removed and replaced the lens.

Manufacturer narrative:
See MDR 1920664-2008-00178 for the intraocular lens used with this delivery device.